Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that lead integrity alert (lia) was triggered due to elevated sensing integrity counter (sic) on the right ventricular (rv) lead. There was additional warning due to high impedance and noise. Loss of capture was confirmed and possible fracture was noted. Therapies were deactivated and the lead was subsequently explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo. The outer insulation was ruptured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.